Event description:
A malfunction was reported on the pump by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. After the pump reset, the malfunction code did not recur, allowing the customer to continue using the pump.